Event description:
It was reported to MFR by facility; (B)(4), per facility, they were positioning the lift above the resident in preparation for a transfer when the lift arm allegedly gave way and landed on the resident's stomach. No further info has been given by the facility at this time regarding the current state of the resident. They are requesting the joerns send a new lifter to them and come out to inspect the lift in question as soon as possible. (B)(4). After customer / facility rec'd the new lift that the MFR sent, they are all set and do not need joerns to evaluate the lift allegedly involved in the reported incident.